Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of a 51mm abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were reported as the diameter of the upper proximal neck was 15mm and the diameter of the aneurysm entry was 16mm the proximal neck length by centerline was 37mm. The diameter of the right access vessel (common iliac) was 11mm and the diameter of the right bifurcated internal iliac vessel was 6mm. The diameter of the left access vessel (common iliac) was 8mm. The diameter of left bifurcated internal iliac vessel was 5mm; the minimum diameter of right external iliac vessel was 5mm. The minimum diameter of left external iliac vessel was 4.5mm. The right access vessel (common iliac) length was 19mm and the left access vessel (common iliac) length was 52mm. During the index procedure it was reported that the physician had access difficulties at the left external iliac artery (eia) causing damage to the iliac artery. The access difficulties were due to severe calcification. The physician abandoned the procedure and confirmed the rupture of the eia. A bypass was performed from the eia. The patient will remain under observation. The physician stated that both sides of cia had calcification and stenosis. Left eia had stenosis. 18fr dilator was able to be delivered to eia. No clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
(B)(4). Results: vessel perforation. Anatomy related; small and calcified access vessels. Treatment of a patient with aortic neck diameter less than 19 mm. Conclusion: vessel perforation. Anatomy related; small and calcified access vessels. Treatment of a patient with aortic neck diameter less than 19 mm.